Manufacturer narrative:
H3 other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that product ripped and came apart before it could be use on a patient. There was no patient involvement and no patient harm.

Manufacturer narrative:
H6. Evaluation codes: updated. No product was returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Based on the review of the information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. A device history record (DHR) review could not be performed as the lot number was invalid. If the product is returned the manufacturer will re-open the complaint for further device analysis.